Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced extreme starbursts making it impossible to drive at night. Night vision is actually worse than prior to replacement and reading vision is good. Additional information was requested. There are two medical device reports associated with this event. This is two of two.